Manufacturer narrative:
Additional information. The following information was received: the device was discarded. This impella guidewire device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer.

Manufacturer narrative:
E1. Initial reporter address line 1 and zip code were revised. Zip code extension was added. E4. Selection was added as it was omitted from the initial report that was submitted.

Event description:
Clinical narrative: an impella rp flex was being placed via the femoral vein to support the 61 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The patient had previously been supported by an intra-aortic balloon pump (iabp) and a va-extracorporeal membrane oxygenation (ECMO). The team did not share other medical history. The team made decision to explant the iabp and place an impella 5.5 and protek duo and decannulate the va ECMO. The team was attempting to place the protek duo but due to anatomy and inability to dilated past the 22 fr dilator, the team made decision to place the rp flex. The placement was difficult and team troubleshot with wire and access exchanges and traverse beyond the subclavian stenosis. The team eventually had to replace both the rp flex's introducer and guidewire. Both had become damaged in delivery attempts. The wire was kinked and the introducer was cracked. After exchanging the introducer and wire the rp flex was successfully placed. There was no noted harm or injury to the vessel. The product damage with delivery attempts will be reported however the exchange was performed with no consequence to the patient and support from the delay. The rp flex and 5.5 remain on for support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Pd-any device-(twist, bent, kinked): the cause of pd-any device-(twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the issue was due to the patient had superior vena cava stenosis.